Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level and moderate ketones. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact value was not provided. A manual insulin injection was administered to address high bg level. The infusion set and cartridge was changed to address the issue prior to the report with tandem technical support, therefore, troubleshooting could not be performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.